Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 350cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including brain fog, chronic congestion, fatigue, dizziness, labored breathing, leg fatigue, heart fatigue, knee pain, muscle soreness, m uscle pain, stiffness, back issues worsened, degenerative disc in neck, feel very slow and not right amount of energy. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.this medwatch report is for the right-sided implant.